Manufacturer narrative:
During the eval at the MFR's service center, a failure related to the active exhalation control module was observed. The active exhalation control module was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.